Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after testing the valve function with flushing and aspiration, the catheter was placed into the patient. Two days later, infusion and blood draw could no longer be performed. It was stated that the catheter became patent again "thanks to flushing and locking procedures". The flushing and lock procedures were performed multiple times throughout the period the catheter was used. It was reported the condition "deteriorated and blood draw became impossible". Eleven days after placement, the antibiotic therapy was completed and the catheter was removed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to infuse through the catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong nxt catheter. The sample was received assembled with a two-piece connector. Light usage residues were observed both on the surface of and within the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to both infuse and aspirate the device was comparable to that required for a similar non-complainant device. Tactile inspection of the sample was unremarkable. Microscopic inspection and manipulation of the valve was unremarkable. The functionality of the returned sample was unremarkable and no evidence of previous malfunction was observed. Consequently this complaint is unconfirmed at this time. Potential contributing factors to the reported event include blood product occlusion and fibrous encapsulation of the indwelling catheter.

Event description:
It was reported that after testing the valve function with flushing and aspiration, the catheter was placed into the patient. Two days later, infusion and blood draw could no longer be performed. It was stated that the catheter became patent again "thanks to flushing and locking procedures". The flushing and lock procedures were performed multiple times throughout the period the catheter was used. It was reported the condition "deteriorated and blood draw became impossible". 11 days after placement, the antibiotic therapy was completed and the catheter was removed.